Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was not feeling well so he left work early on the monday and advise the office that his pump was malfunctioning and he had a part to fix it at home. This was approximately at 2 pm. He sent a text message to someone from his phone approximately at 9 pm monday evening. The customer was found deceased, on tuesday afternoon. The caller stated that the customer had been having a lot of low blood glucose readings in the week prior to his death. The coroner's investigation ruled natural death from heart attack and also reported fluctuating blood glucose levels. The customer was wearing the insulin pump at the time of death. The caller did not know what malfunction the insulin pump might have had. The insulin pump will not be returned for analysis.